Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump¿s button was stuck. The customer¿s blood glucose level was unknown. Customer was assisted with troubleshooting. Customer stated that the buttons are not sticking. Customer stated that they did not press a button down for 3 minutes or longer. Customer stated that the insulin pump was exposed to a change in altitude. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.